Manufacturer narrative:
We were notified that this lead was explanted on (B)(6) 2019. The ICD was not returned for analysis. The analysis is therefore only based on the returned data as well as on the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing process for this ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test of the ICD proved the device functions to be as specified. The returned device data have been inspected. The data showed an aborted automatic cap reformation on (B)(6) 2019 at 01:27 am due to the reach of the charge limit of 20 s. As a result the ICD automatically activated the battery status eri. The data further showed an additionally aborted charging cycle of a manually triggered cap reformation during the follow-up on (B)(6) 2019. This repeated and temporally separated exceeding of the charge time and the subsequent termination of the charging cycle is an unexpected device behavior. A device malfunction can therefore not be excluded.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore only based on the returned data as well as on the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing process for this ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test of the ICD proved the device functions to be as specified. The returned device data have been inspected. The data showed an aborted automatic cap reformation on (B)(6) 2019 at 01:27 am due to the reach of the charge limit of 20s. As a result the ICD automatically activated the battery status eri. The data further showed an additionally aborted charging cycle of a manually triggered cap reformation during the follow-up on (B)(6) 2019. This repeated and temporally separated exceeding of the charge time and the subsequent termination of the charging cycle is an unexpected device behavior. A device malfunction can therefore not be excluded.

Event description:
Premature eri status was reported approx. 2 months after the implantation.

Manufacturer narrative:
We were notified that this lead was explanted on (B)(6) 2019. Upon receipt, the device interrogation revealed the battery status eri, confirming the clinical observation. The device was implanted for about two months and three charging cycles were recorded to the icds memory. The inspection of the device memory content documented aborted automatic capacitor reformations as a result of a charging time longer than 20 seconds. These aborted charging cycles occurred only after the device was implanted. The first occurrence was on (B)(6) 2019. The device was implanted on (B)(6) 2019. One automatic capacitor reformation was properly performed by the device before implantation on (B)(6) 2019, with a normal charging time of 9.9 seconds. At a next step the device was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, within 20 second charging time the specified energy level could not reached. Therefore the device was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. Further electrical investigations revealed a damaged power transformer on the electronic module, which was found to be responsible for the clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test proved the device functions to be as specified. In conclusion, the clinical observation resulted from a damaged component on the electronic module. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. It is therefore assumed that the damage occurred after the device shipment however, the date of occurrence was not determinable.